Event description:
It was reported that, during this implant procedure of this implantable pacemaker, a connection issue was observed where the lead wouldn't pass the set screw. It was decided to not use this device and another one was implanted instead. The procedure was able to be completed after a second lead was used on the second device. This device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that, during this implant procedure of this implantable pacemaker, a connection issue was observed where the lead wouldn't pass the set screw. It was decided to not use this device and another one was implanted instead. The procedure was able to be completed after a second lead was used on the second device. This device is expected to be returned for analysis. No adverse patient effects were reported. Additional information was received detailing that a header issue was suspected at the time of the procedure.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.